Event description:
It was reported from the us during an orthopedic surgery that a surgeon had an issue with the baseplate inserter. The weld came off on the back of the custom baseplate inserters. The doctor was still able to use inserter as intended, she had to use pliers to remove it. The agent was present at surgery and there was no delay.attempts have been made for additional information. No additional information was provided by the contacts related to this event. No additional attempts will be made for information regarding this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020. Exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was received for analysis. Completed on 20 jun 2019 by cy. Mfg date: 12/18/2015 visual evaluation condition/findings (conducted with a 7x or 10x optical unless otherwise specified) loose strike plate on the special counter torque baseplate inserter. The loose handle on the special counter torque baseplate inserter appears consistent with the failure of the weld. The failure of the weld appears consistent with significant mechanical forces being applied to the strike plate and loss of mechanical integrity of the device. This failure appears to be design related. Design-related issues: the special counter torque baseplate inserter has been in the field since 2013. The failure of this instrument appears to be directly related to the feature that made this a special instrument and different from the parent/predicate instrument. CAPA (B)(4) was initiated to ensure that special instruments are designed and manufactured after sufficient design control activities are completed and documented. The special instrument sop is being updated as part of the CAPA to improve the connection between inputs, predicate devices, risk assessment, and post -market feedback. Mfg-related issues: the manufacturing lot information for the special counter torque baseplate inserter piece was reviewed. This breakage appears to be related to the design of the special instrument. A review of the risk management report (rmr) for the predicate instrument was conducted to ensure the risks were included. The rmr for the glenoid inserter, 750-2007-026-rmr-instruments rev l, was reviewed. The risk is captured in line 18. Most likely underlying cause: the broken special counter torque baseplate inserter reported in experience c2017-352 was likely the result of the design of the instrument. CAPA (B)(4) has been initiated to ensure that special instruments are designed and manufactured after sufficient design control activities are completed and documented. IFU 700-096-181: instrument inspection visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on a review of all available information, there is no evidence to reasonably suggest the reported instrument malfunction is related to any manufacturing issues. Nor did it lead to any patient impact. An investigation was conducted; the broken special counter torque baseplate inserter reported was likely the result of the design of the instrument. CAPA (B)(4) has been initiated to ensure that special instruments are designed and manufactured after sufficient design control activities are completed and documented.